Manufacturer narrative:
This fixture is not available for analysis.this report is filed august 29, 2013.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The patient underwent a procedure (date not reported) to have the abutment removed and a sleeper cap was placed. During the same procedure, the patient was implanted with a new fixture/abutment.